Event description:
It was reported via repair work order that the scale was inaccurate, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the scale was inaccurate due to a shipping pin near the load cell. The shipping pin was removed after which the scale functioned per specifications. No malfunction was found.

Event description:
It was reported via repair work order that the scale was inaccurate, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.